Event description:
It was reported that the patient had a posterior tlif procedure at l4-l5 using an interbodycage and posterior fixation. Two weeks post-op, the patient bent over and reportedly heard a pop. CT of the lumbar spine showed that the cage was loose and had pushed backwards into the nerve. The patient underwent a revision surgery in 2008 to remove the cage.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.